Event description:
It was alleged that there was too much co2 in the system during a case. The contact was not sure if the pt or the insufflator was the cause of the excess. It was reported that there was no permanent damage to the pt.

Event description:
It was alleged that there was too much carbon dioxide in the system during a case. The contact was not sure if the pt or the insufflator was the cause of the excess. It was reported that there was no permanent damage to the pt.